Event description:
A nursing supervisor reported that a pt was diagnosed with toxic anterior segment syndrome (tass) following cataract surgery with intraocular lens implant. Additional info has been requested.

Manufacturer narrative:
The customer did not request service to check the system nor did they send in samples for eval. No further info has been received. The root cause is unk at this time. A copy of the directions for use for the phaco handpiece and a copy of the "recommended practices for cleaning and sterilization intraocular surgical instruments" from (B)(4) and (B)(4) were sent to the customer. (B)(4).